Manufacturer narrative:
Philips has investigated this complaint. Additional information collected the user restarted the system to continue the procedure. The philips remote service engineer (rse) checked the system remotely and found image space low error. During troubleshooting, the fse checked the error logs and found that the image disk was defective. To resolve the issue, the fse replaced the hard disk and recreated the image disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's live image was stuck. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.